Manufacturer narrative:
Failure analysis noted that the pump had a motor error alarm during rewind due to corroded motor home switch. The pump had scratched lcd window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir leaked. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.